Event description:
It was reported that stimulation would fade unless the amplitude was increased. The issue had been occurring for approximately the past three months. To address the issue, the patient would increase the amplitude much higher than usual for three days, then would go back down to a more typical amplitude and stimulation would be okay for a day or so. When the amplitude was increased to higher settings, the patient experienced a stimulation sensation in his muscle that made his legs shake. The stim coverage area was okay and had not changed. There was no known accident or incident related to the event. Impedances greater than 4000 ohms were noted on some bipolar pairs. All other combinations were within normal range (at 2.5v/450us). Electrode #4 appeared to be open with impedance readings greater than 4000 ohms with all pairs. The battery voltage was at 2.64v. Impedance testing revealed only one electrode appeared to be questionable, the electrode in question was not used in programming. The manufacturer's device registry showed the neurostimulator was replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: unk; lead model 3998, lot# la3299, implanted: (B)(6) 2002, explanted: unk; extension model 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: unk; programmer 7435, serial# (B)(4).

Event description:
Additional information received reported the patient was "fine" following neurostimulator replacement.